Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle flash meter. The customer obtained readings of 77 mg/dl, 90 mg/dl, 102 mg/dl, 126 mg/dl, and 324 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.